Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the on/off power switch on a fresenius 2008t hemodialysis (hd) machine was not working. The biomed stated that the wires inside of the component had caused the plastic to melt. The biomed also noticed discoloration (or blackening) where the ¿metal-on-metal connection is made¿. There was no damage on any other components. The biomed stated there was no burning smell, smoking, or arcing noted, and there were no reports of sparks or flames. The biomed replaced the power switch to resolve the reported issue. There were approximately 17,000 hours on the machine at the time of repair. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. Though unrelated, the biomed also reported that a flow inlet error was occurring during chemical disinfect. The biomed replaced the flow pump to resolve that problem. The machine was back in service and fully operational at the time of follow up. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photos of the damaged power switch were not available. There was no patient involvement associated with the reported event.